Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and the reported slda per the physician is related to patient conditions (abnormal left atrial size). Tissue damage and mitral valve insufficiency/regurgitation resulting in dyspnea and fatigue appear to be due to the slda. Tissue damage, mitral regurgitation and dyspnea are known possible complications associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on 16april2024, a patient presented with grade 4+ functional mitral regurgitation (mr) and an enlarged atrium for a mitraclip procedure. One xtw clip was successfully implanted in the center-medial position and reduced the mr to grade 1+. The final average gradient was 2mmhg. On (B)(6) 2024, the clip detached from the posterior leaflet and tissue damage was noted. A transesophageal echocardiogram (tee) confirmed a single leaflet device attachment (slda) and significant worsening of mitral regurgitation (grade 4+). After analyzing the images, reintervention was considered. The patient remained hospitalized and symptomatic with fatigue and shortness of breath. Per the physician, the slda was due to the abnormal left atrial size. On (B)(6) 2024, a second clip intervention was performed. The mr was reduced from grade 4+ to 1+. There were no adverse patient sequelae.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.